Event description:
It was reported that the customer was in the emergency room with ketones and high blood glucose of 343mg/dl. The mother stated that the customer had been vomiting most of the day and she though it was food poison. Later, she checked the insulin pump and noticed the device had blank display and alarmed bad battery a few times. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. All operating currents were within specification. The device was programmed and monitored for two days and no blank display noted. The motor passed the motor test. The insulin pump had scratched display window.